Event description:
The consumer's family states when the consumer got out of the chair, the joystick was turned on. The consumer allegedly hit the joystick, causing the footrest support to jam into her leg, allegedly causing a 1 inch gash in her leg. This injury is alleged to be the cause of her death due to blood loss.